Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd luer-lok¿ syringe has been found experiencing 500 occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: during using those product its stuck and it was not moving so easily, for the reason in syringe pump give alarm.

Event description:
It has been reported that the bd luer-lok¿ syringe has been found experiencing 500 occurrences of difficult plunger movement during use. The following has been provided by the initial reporter: during using those product its stuck and it was not moving so easily, for the reason in syringe pump give alarm.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.